Manufacturer narrative:
Correction: the device has been rejected at surgery. No explantation or serious injury has occurred. The correct customer identifier is (B)(6); not (B)(4) as previously reported.this report is submitted on (B)(6), 2017.

Manufacturer narrative:
This report is submitted on march 14, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient's device was explanted (date not reported) due to an unknown reason. Additional information has been requested but not made available as of the date of this report.